Event description:
A home dialysis nurse from (B)(6) reports a home hemodialysis patient's wife reported to her that her husband had been experiencing symptoms of nausea and overall feeling, unwell between (B)(6) 2014 and (B)(6) 2014. He had completed 8 runs of dialysis since roughly (B)(6) 2014 and after one of his treatments, he felt nauseous and felt that he was going to vomit, but did not. After other treatments, he did not feel nauseous but generally unwell. He has had no symptoms of chills, fever, or hypotension. After his treatment on (B)(6) 2014 he felt "off." His temperature was checked and there was no fever, no chills. There is no additional information regarding this event.

Manufacturer narrative:
Based on the information provided, it is unknown how the device may have caused or contributed to the event. The post market clinical department has made attempts to gather additional information however, none has been provided. The patient reported feeling nauseous and unwell. Due to the reported lot number and associated recall; a malfunction MDR will be submitted. A supplemental medwatch report will be submitted upon completion of the investigation. Related medwatches: 1225714-2014-03402, 03403, 03404, 03405, 03406, 03407, 03408, and 03409.